Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# (B)(4), product type: programmer, physician. Product ID 8840, serial# (B)(4), product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by a healthcare professional (hcp) regarding a patient receiving gablofen via an implanted pump. The indication for use was intractable spasticity and cerebral palsy. On 2016-04-19 the hcp reported that a bridge bolus programming error occurred, the drug dose had been entered incorrectly. The hcp reported that they had refiled the patient's pump on (B)(6) 2016 at 10 am and had changed the drug concentration from 1000 mcg/ml to 2000 mcg/ml and changed the dose from 215.1 mcg/day to 234.9 mcg/day but when programming the bridge bolus they used 230 mcg/day and the bolus duration was different than what they had calculated 40 hrs 55 min using 230 mcg/day versus 40 hrs 3 min. It was noted that the hcp was going to leave the bolus duration programmed as is. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.